Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, pt's esophagus was scraped and the pt swallowed the capsule. The pt was not injured following the procedure.